Event description:
The pt was in respiratory arrest and staff intubated to support respirations. The first endotracheal tube used was a 6.5 portex endotracheal tube with no expiration date which was tested/inflated, not leaking and used to intubate the pt. Tube subsequently leaked and had to be removed. Another 6.5 portex endotracheal tube with no expiration date was tested, but was leaking, not used. Portex et tubes were on hand for a few years, unk how long we had them, age may be a factor in the failures. The packaging materials with the lot umbers were lost. Next two 7.0 hudson rci endotracheal tubes by teleflex medical were tested, and inspected but they leaked, were not used. These had expiration dates in 2013 and 2014; should not have leaked. Packaging was saved and was visually inspected for evidence of tampering such as punctures - none visible. These are the items being reported today. Staff had to support pt by bagging without an et tube until a functional et tube, of correct size, was obtained from a crash cart in another dept. None of the leaking et tubes were saved for investigation.